Event description:
New information notes that the recommended programming changes were made, and so far the problem has been resolved. The patient will continue to follow up with the physician.

Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient received inappropriate therapy due to the rate branch algorithm inappropriately indicating vt. The patient was brought into the hospital and the electrograms were retrieved which confirmed the presence of an inappropriate diagnosis. Programming changes were recommended. No intervention or additional information was reported.